Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 57 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.